Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
It was reported on 09/02/2022 by a sales representative via email that an ar-8991 fibertak suture knotless mechanism locked with some slack left and wasnt able to tension anymore. This was discovered during a case with no patient harm.